Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced recurrent low blood glucose and expressed concern that the ilet delivered insulin when glucose was approximately 100 mg/dl, leading the user to under-announce meals due to fear of insulin dosing. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and user education. Investigation included collection of additional information and blood glucose details regarding the hypoglycemic events, with no device alerts or alarms reported. Investigation of this case revealed an unclear cause of hypoglycemia without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.